Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder's jaw was opened but it was still cauterized and the power supply was still beeping. When the jaws are open, there should be no energy delivery. A replacement device was connected to the same cable to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that both the hot and cold jaw boots were not severely charred. The device was connected to a reference dc extension cable and power supply. The device was repeatedly turned on and off while the jaws were wedged into a saline soaked gauze pad. Due to the steaming and sputtering coming from the closed hemopro jaws, it was concluded that the device was functioning correctly. The reported failure could not be confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.